Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.

Event description:
It was reported that several times since may 2014 this monitor has intermittently discharged a patient without user intervention while actively monitoring patients. This has reportedly happened with several different patients. The monitor has been removed from use and was examined by the hospital biomedical technician. The technician reported that the behavior was observed during testing in the biomed department. The biomed will replace the front bezel/lens assembly and language label. There was no patient injury reported.